Manufacturer narrative:
Boston scientific received information that this device was explanted in (B)(6) 2013 due to normal battery depletion. The device is undergoing laboratory testing.

Manufacturer narrative:
The device was successfully interrogated by boston scientific's post market quality assurance laboratory and was found with a monitoring voltage of 2.42 volts associated with a battery status indicator of elective replacement indicator (eri). Engineering calculations determined that this device did meet expected longevity. Impressions left by the seal rings of the implanted leads indicate that the leads were fully inserted into the header. All of the seal plugs are intact and all of the setscrews operated normally. The header ports were put through and passed gauge pin testing. A review of the device's stored therapy history found that all electrograms from 2009 have been overwritten. Therapy verification testing was performed on the device and no issues were identified. The clinical observations of electrogram noise and oversensing could not be confirmed as the device performed normally throughout laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2009 to request a latitude report interpretation. There was a report of right atrial (ra) noise associated with oversensing and inappropriate atrial tachycardia response (atr) mode switches. Ts informed the local representative that inappropriate atr's had occurred since (B)(6) 2008 (back to episode#636). The local representative informed ts that all lead diagnostics measurements have been normal (500 ohm impedance, 1.3-1.6 mv p-waves). Additionally, the local representative reported that this patient has syncope. Ts recommended patient isometrics and pocket manipulation while sampling impedance measurements. Ts informed the local representative that there was a need to evaluate the right ventricular (rv) r/s for electrogram noise. Additionally, deep inspirations to assess for rv oversensing as cause for the reported syncope should be undertaken. Ts discussed the possibility that the syncopal events could be orthostatic in nature. Subsequently, boston scientific received information that the physician elected to reprogram the atrial sensitivity from nominal to less. The cause for the syncope could not be determined, however, the patient experienced large orthostatic changes while in the clinic. The physician commented that this patient has multiple complicated diagnoses. Atrial noise and inappropriate atr mode switch were reproduced with patient isometrics in the clinic. No patient symptoms were reported during these episodes. Pocket manipulation, deep respirations and other patient isometrics did not reproduce the clinical observation. The physician has elected to continue monitoring this patient.